Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the sizes of the air bubbles are 2 cm. The customer stated that insulin was not stored by room temperature. The pump was not rewound with a reservoir in place. The reservoir was returned for analysis.